Event description:
It was reported that fiber tip broke during the procedure. The case was completed with another fiber. There was no patient complications due to this event.

Event description:
It was reported that fiber tip broke during the procedure. The case was completed with another fiber. There was no patient complications due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber tip exhibit no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on the observed glue failure, a probable cause of design inadequate for purpose of the device was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.